Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited loss of capture at maximum outputs. It was determined the lead had dislodged. An invasive procedure was performed and this lead was successfully explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The available information suggests this lead is will not be returned for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.